Event description:
Received a report from a consumer indicating a portion of the tampon pledget separated during removal of the tampon. Consumer was able to remove most of the remaining piece digitally, and she advised she would seek medical assistance for removal of the remaining piece only if it did not expel by itself. No injury reported.

Manufacturer narrative:
We have requested and awaited the consumer's return of product for evaluation and date code info for investigation.